Event description:
Customer tested 19.7 mmol/l on the mobile system and took humalog based on this result. Approximately 25 minutes later the customer fainted; she tested 1.6 mmol/l on the mobile system, and her husband treated her with dextrose. Customer's low blood glucose symptoms improved, and she tested 16.6 mmol/l on the mobile system. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.